Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device fractured in two places. One fracture was just above the chuck end and the other one was just below the cutting flutes. A guide wire was stuck in the device and all pieces were returned. The device was manufactured in 2011 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that while reaming the humeral canal, the reamer distally and proximally got broken. The ball tip guide wire helped to remove the damaged reamer. No impact or injury to the patient reported. No pieces fell or were left inside patient. Delay form 0 - 30 minutes reported. Backup device available, used s&n ball tip guide to perform and finish the surgery.